Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a nurse from (B)(6) of peritonitis, vomiting, and intestinal ileus in a patient coincident with dianeal pd4 ,unknown bag, extraneal viaflex and nutrineal pd4, unknown bag therapies. On (B)(6) 2007, the patient began treatment with dianeal pd4, unknown bag, 2 liters, extraneal viaflex 2 liters and nutrineal pd4, unknown bag, 2 liters (frequency and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis, manifested by abdominal pain, cloudy effluent and vomiting. ,per the reporter, the last bag of extraneal that was drained was cloudy. On an unreported date, dianeal, extraneal and nutrineal were "stopped" and replaced with physioneal 40 (4 bags daily). On (B)(6) 2011, the patient was hospitalized and was diagnosed with an intestinal ileus. On an unreported date, a stomach tube was put in place, and a gastric aspiration was performed for two days. The patient received treatment with rocephin (ceftriaxone) 1gram daily ip (start date not reported). The outcome for the events of vomiting, peritonitis, and intestinal ileus were reported as not recovered. Medical history and concomitant medications were not reported. The nurse did not provide an opinion of causality for the event of intestinal ileus. The nurse stated the events of vomiting and peritonitis (with the abdominal pain) were possibly related to dianeal, extraneal and nutrineal.